Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter was intermittently not powering on. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at approximately 9am. She claimed that approximately 1-2 hours prior to the alleged issue occurring she was experiencing symptoms of "light headedness, sweating, felt faint and shaky." The patient reportedly tests 4x per day and manages her diabetes with 1000 mg metformin 2x per day, 100 mg januvia 1x per day and 2.5 mg glipizide pills 2x per day and continued with her usual diabetes management routine in response to the alleged issue. She contacted poison control for assistance when the meter did not power on that morning and they instructed her to go to the hospital due to her symptoms. She stated she self-treated her symptoms with "orange juice, cheese, peanut butter" and felt better within 30 minutes. The patient reported, she did not go to the hospital until sometime later that evening when her mother arrived home. She could not recall whether she was symptomatic at that time. The patient also could not recall if her blood glucose was tested at the hospital, but she stated that she was given high carbohydrate protein shakes as treatment and was released several hours later. She reported that she attempted using the subject meter again on (B)(6) 2013 but it would not power on. On (B)(6) 2013 at approximately 9am, she wasn't "feeling herself" and attempted to test using the subject device. At this time she was able to get a result of "300 mg/dl." She contacted her doctor for advice on the reading and was told by her doctor to take her usual oral diabetes medication. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. A battery replacement was not yet needed based on the meter specifications of use. Replacement products were sent to the patient and subject products are pending return for investigation. Although the patient's symptoms started prior to the alleged issue and there is no evidence that she administered inappropriate self treatment; this complaint is being reported because, the patient received treatment from an hcp that is suggestive that she was hypoglycemic after the alleged meter issue began.